Event description:
The customer contact reported that a burning smell was noted from the back of the device while plugged into ac power. The device was returned to technical services with a report that prior to pt use, a burning smell at the back of the pump while connected to ac. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted the ac receptacle was burned. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.